Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to ascertain the cause of the issue on (B)(6) 2015. They found that the reference valve was introducing air into the reference tubing between the valve and reference block. The fse replaced the reference valve. They also replaced the ise mixer paddle and joint due to the joint having been flexed at one time and the mixer paddle was not spinning straight. A second fse visited the site on (B)(6) 2015 and found the ise buffer syringe worn with air bubbles in it. They replaced the ise buffer syringe .they also replaced the ise mix motor in the process of troubleshooting. They found that pinch tubing #5 was not fully seated in pinch guide. This was reseated correctly all the parts replaced restored the system to full functionality. Validation testing was completed and all results recovered within specification. No further issues were reported. Due to multiple parts being replaced, the primary cause was not determined.

Event description:
On the (B)(6) 2015 a customer in the united states reported to beckman coulter the generation of erratic ise (ion selective electrode) results. One (1) result was released from the laboratory but no change to patient treatment was reported. Qc results were within specification. No sample information was provided by the customer. The customer reported that erroneous patients results were generated on (B)(6) 2015 (MDR 9612296-2015-00099). The customer also reported erroneous patient results were generated on (B)(6) 2015 (MDR 9612296-2015-00101).